Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was attempted to be used in the bile duct during a bile duct stone removal procedure. The exact procedure date is unknown. During the procedure, the deflation was slow. The procedure was completed with another extractor pro xl retrieval balloon. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: the returned extractor pro xl retrieval balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated and deflated without any problem. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was not confirmed. The product analysis did not identify any evidence of either the alleged problem or any defect on the device. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was attempted to be used in the bile duct during a bile duct stone removal procedure. The exact procedure date is unknown. During the procedure, the deflation was slow. The procedure was completed with another extractor pro xl retrieval balloon. There were no reported patient complications as a result of this event.